Event description:
Boston scientific received information that the patient presented to the emergency room with a bradycardia rate in the 30 bpm range, per the patient. The patient noted this rate while taking her vitals during a chemical rehabilitation laboratory. The field representative noted that the patient's heart rate was in the 50 bpm range upon interrogation. Further evaluation revealed high thresholds and loss of capture at the programmed parameters. When the output was increased to its maximum, only intermittent capture was observed. It was noted that no asystole occurred, however there were over six thousand false tachycardia detections due to the loss of capture. A dislodgement was suspected. A revision procedure was performed where it was noted the device was rotated clockwise and the rv lead was wrapped around the device. A micro-dislodgement was confirmed. The rv lead was surgically abandoned and the device was explanted. The patient was upgraded to a dual chamber pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.